Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured before reaching the nominal pressure. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
A2-age at time of event: 18 years or older. Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied. The balloon was inflated to its rate of burst pressure of 24 atmospheres as per mustang specification with no leaks noted. The encore inflation unit was tested using a druck pressure gauge before and after use. No issues were identified with balloon inflation or the balloon material. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft. A visual and tactile examination identified no issues with tip of this device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured before reaching the nominal pressure. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was 80% stenosed, moderately tortuous, and not calcified. The balloon ruptured during the first inflation at 3 bar.

Manufacturer narrative:
A2-age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured before reaching the nominal pressure. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was 80% stenosed, moderately tortuous, and not calcified. The balloon ruptured during the first inflation at 3 bar.